Event description:
It was reported that the pt was experiencing recurrent incontinence so procedure too place and it was found that the cuff had twisted around the bowel sphincter in pt post original surgery. The cuff was "reset correctly" and no components were removed or replaced. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.